Event description:
It was reported that the customer experienced low blood glucose levels due to taking too much insulin. The blood glucose reading was 47 mg/dl, which the customer treated with ice cream and yoghurt. He stated that he felt okay and was functional. The transmitter passed troubleshooting and was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.